Event description:
It was reported during a laparoscopic oophorectomy the first device would close but failed to fire. A second device was pulled and it also failed to fire. Surgeon removed device and another atw35 worked successfully. There was no consequence to the pt.

Manufacturer narrative:
H6; damaged firing mechanism. Based upon the inquiry info received and the visual examination, it was concluded that instrument a was returned with broken firing trigger teeth and a broken firing trigger post. Instrument b was returned in good physical condition. No testing could be performed on a due to the returned condition. No conclusion could be reached as to how this damage occurred. Instrument b was cycled, fired, cut, and formed the staples within design specification. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.